Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was tightly folded with blood in the balloon and lumen. An inflation device filled with water was used to inflate the device. Water was found to be streaming from the balloon material. Microscopic inspection revealed a pinhole over the distal edge of the distal markerband. Microscopic inspection of the markerband and the tip of the device found no evidence of damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-june-2016. It was reported that balloon leak occurred. The target lesion was located in the superficial femoral artery. After a 5.0x150x150-hybrid sterling balloon catheter could not track over the .018 v-18 guidewire as the inner wire lumen of the balloon catheter was compromised in some fashion, a 5.0mmx100mmx135cm (4f) sterling balloon catheter was opened and was able to tracked over the wire. However, during the first inflation, the balloon was unable to get nominal burst pressure due to the balloon appeared to have a slow leak. The device was removed and the procedure was completed using another sterling balloon catheter. No patient complications were reported and the patient's status was stable post procedure. However, returned device analysis revealed a balloon pinhole.